Manufacturer narrative:
Device code (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the instructions for use for the doc guide wire extension, ce/FDA states: carefully read all instructions prior to use. Failure to observe all warnings and precautions may result in complications. In this case, the physician is aware of that the device was used after the expiration date. The investigation determined the reported difficulties of device used after the expiration date appears to be related to user error. There were no specific reported device malfunctions or patient effects associated with the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that this was a procedure to treat a lesion in the right coronary artery with heavy calcification and 90% occlusion. A doc guidewire (gw) extension was advanced with an unspecified device to the target lesion; however after insertion of the doc gw extension, it was observed that the gw extension had expired. The procedure continued with the doc gw extension, and the target lesion was successfully treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.